Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, hardware low level failures alarm (variable info = 03) confirmed in the pump history due to broken trace at pin 6, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 260 mg/dl. The customer was assisted with troubleshooting. The customer states they run self-test and self-test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.